Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification in relation to the customer reported 'air in line error' which was not reproduced during evaluation. A review of the event history log identified 'air in line!' Messages. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. Evaluation observed and found that the ultrasonic sensor upper and lower sensor readings were within the specification. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line error during testing at the biomed service department. There was no patient involvement. No additional information is available.